Event description:
It was reported that the right ventricular lead was capped and replaced due to patient physiology. It was noted that the device was moved from the left to the right side due to a subclavian vein occlusion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.